Event description:
It was reported there was a crack at the battery cap surface of the insulin pump due to which the patient was not able to insert and tighten the battery compartment. Intel customer was unable to continue use of the device. Customer's blood glucose was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test due to failed battery test alarm. Device had stripped battery cap coin slot (p), broken battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.